Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: visual inspection of the returned device performed at customer quality (cq) identified that the device is stripped. The distal cruciform blade tips are stripped a little. Does the received condition agree with the complaint description? Yes. Was the complaint confirmed? Yes. Functional test: a functional test to replicate the reported complaint condition was not able to be performed at cq because the screw involved in the event was not returned. The reported complaint condition was not able to be replicated at cq. Document/specification review: the returned device was manufactured in feb 2013 and is over 6 years old. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Tabulated product design drawing for the family of matrix midface self-retaining cruciform blades with hex coupling was reviewed during this investigation. Dimensional inspection: the shaft diameter just proximal to the distal cruciform blade tip measured ø2.69mm at cq (calipers ca215p) which is within specification of ø2.6mm +0.1/-0mm per tabulated product design drawing. Conclusion: a definitive root cause for the reported complaint condition could not be determined based on the provided information. The most likely cause is cumulative wear from over 6 years of use. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history: part number: 03.503.203 matrixmidface screwdriver bld hex coupling/self-retain/96mm lot number: u166993 (non-sterile). Manufacturing location: orchid unique / inspection, packaging and release by: monument release to warehouse date(s): 19-feb-2013 quantity 6 / 30-may-2013 quantity 153. Lot quantity: (B)(4) total (2 batches; 6 and 153). Purchased finished goods travelers met all inspection acceptance criteria. Inspection sheets, incoming final inspection met all inspection acceptance criteria. Certificates of compliance supplied by orchid unique dated 22-jan-2013 were reviewed and determined to be conforming. Packaging label logs were reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection, packaging or release that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a removal procedure on the upper jaw on (B)(6) 2019, it was difficult to connect the screwdriver shaft and the screw, and the screw head became stripped. Procedure outcome and patient status are unknown. This report is for a matrixmidface screwdriver. This is report 1 of 2 for (B)(4).